Event description:
Physician obtained femoral venous access using a 4fr micro sheath. An attempt was made to exchange the 4fr micro sheath for the 8.5 versacross sheath. Tried to remove the wire but it was stuck in the dilator of the versacross. Had to remove the dilator and open a new versacross to replace.